Event description:
It was reported that particulate matter was observed inside an intravia 150 ml container containing deferoxamine. This issue was discovered before use, therefore there was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. The bag contained white liquid. Visual inspection was performed and during the initial visual inspection the particulate matter (pm) was not observed, since the bag contained white liquid. The pm was observed after the liquid was filtered. No other tests were performed. The cause of the reported condition is due to the material supplied to the manufacturing facility. The issue is being further investigated at the supplier?s facility. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.